Event description:
Device was enveloped (not fully deployed) and it was decided to re-capture device and reposition. Echo revealed a pericardial effusion resulting in procedure switching to an 'open' procedure. Patient coded during procedure and was not successfully resuscitated.